Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for a leak as the device leaked from the guidewire port upon inflation. As a 100% leak test, 100% visual inspection and 100% vacuum check of folded, checkered catheters is performed during manufacturing, the root cause is likely not manufacturing related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: dilatation catheter preparations: connect a stopcock to the balloon inflation female luer hub on the dilatation catheter. Connect the syringe to the stopcock. Hold the syringe with the nozzle pointing downward, open the stopcock and aspirate for approximately 15 seconds. Release the plunger.

Event description:
It was reported that a leak was observed at the luer connection of the pta balloon dilatation catheter. There was no report of patient injury.